Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2013. The surgeon reported that the device took on more fluid than normal. The exact volume is unknown. The pressure did stabilize and the patient received the full eight minutes of therapy. Afterwards when the device was removed, the physician removed around 60ml of fluid. The physician reprimed the device and noted a leak in the balloon near the handle. The patient was examined and no burns were noted. No other adverse patient consequences were reported.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.